Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device did not function. There were no delays to a surgical procedure. A spare device was not available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.